Event description:
The lead was explanted due to suspected perforation. Six days post-implant, it was reported that an increase in capture threshold, low r-waves and high impedance were observed. Chest x-ray showed no obvious signs. Patient noted experiencing extreme pain. An echo was performed, which showed no obvious signs of effusion. However, a large thrombosis at the tip of the lead was observed.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the reported lead perforation. A lead tip stiffness test was performed and was found to be within specification. The electrical characteristics of the lead were found to be normal.